Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG fault 7" message. Complainant indicated that there was no patient involvement in the reported malfunction. This is a notification zoll medical corporation has overlooked error message "ECG fault 7" resulting in the risk of disabling the defibrillator function for the device. Zoll medical corporation is reviewing similar reports and re-evaluating reportability based on this information. This report is being submitted subsequently as a result of our review.

Manufacturer narrative:
The malfunction was duplicated, and attributed to a faulty integrated circuit on the analog board. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.